Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative reported that fuses were replaced which resolved the issue. The suspect fuses has not been received by manufacturer for evaluation.

Event description:
A medtronic representative reported that while outside of procedure, the mobile view station (mvs) of the imaging system would not power on. There was no patient present at the time of the issue.